Event description:
The facility representative reported to baxter (B)(4) technical services one flo-gard device in which it beeps occlusion during programming/setup. The reported condition occurred in the general patient ward. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
The reported condition of beeps occlusion was confirmed and duplicated due to out of calibration upstream occlusion sensor. No repairs have been performed at this time since this is a baxter owned device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition. Complaint no: (B)(4).